Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable n-terminal pro b-type natriuretic peptide (probnp) result for one patient sample. The initial result from an aliquot was 9 pg/ml and was reported outside the laboratory. The doctor called to question the result. A gel tube for the patient was tested and the result was 606 pg/ml. A new aliquot from the same primary sample tube from which the original aliquot was taken was tested and the result was 608 pg/ml. The customer then repeated the original aliquot and the result was 631 pg/ml. The customer entered a corrected report and contacted the doctor. The customer does not know of any adverse event or treatment to the patient. The reagent lot number was 11846502iu with an expiration date of 04/30/2017. The field service representative could not find a cause. He ran performance testing which passed without errors. The customer ran qc which was without errors and within range. Based on the provided data, a specific root cause could not be identified. No generic reagent issue was evident. A sample related issue was likely as the repeat testing showed repeatedly reproducible results. Possible root causes include insufficient pre-analytics such as no tube inversions, too short clotting time, possibly low sample volume in secondary tube, or foam on the poured sample.